Event description:
Patient underwent hip procedure on (B)(6) 2009. Hospital reported that revision surgery was performed on (B)(6) 2010, due to "squeaking" noises. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. (B)(4).